Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 7142466. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Investigation conclusion: no same defect complaint from same lot, no trend for this product. Root cause description: without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system (y luer with prn and end cap) 18ga x 1.16in 1.3mm x 30mm) leaked. The following information was provided by the initial reporter: "the patient underwent cesarean section in the first obstetric area. She was given a closed anti-needle puncture vein indwelling needle before the operation. The needle was inserted unblocked and the blood returned was good. When the steel needle was removed, there was bleeding. After the cotton swab was wiped and observed, the liquid entered smoothly, and the skin was not redness and swollness. The steel needle removal site slowly leaked fluid while dripping unblocked. The pregnant woman had no complaints. Observed the steel needle removal site for continuous fluid leakage. Immediately removed the indwelling needle and explained to the pregnant woman. The situation, to obtain the understanding of pregnant women, and to re-indwell the indwelling needle. The reset indwelling needle was intact and there was no appeal. "